Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The reported constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was unable to be reproduced due to a constant reload set alarm, however it was determined the upstream sensor was the failing component which caused the air in line alarms. The failed upstream sensor was replaced.